Manufacturer narrative:
Summary of evaluation: the visual inspection of the returned device found the tightening wheel of the handle/knob subassembly fractured off of the curved impactor handle. The fracture occurred on the threaded section of the drive shaft where the tightening wheel mates with the handle the top section of the drive shaft that fractured off was still threaded into the tightening wheel. The device showed average wear associated with normal use. The superior surface of the handle subassembly exhibited some impaction marks, several of which are located off center.

Event description:
It was reported that: "during final acetabular cup impaction, the end dial of the reference cat# 1440-1300 broke off. This is the location where the mallet strikes the curved cup impactor."